Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired on (B)(6) 2013 due to unk causes. The system controller and pump are reported to be available for evaluation after the body is released from police custody. The vad coordinator reported the pt had major depression and failure to thrive since pump implant. The pt was in long term nursing/rehabilitation facility since (B)(6), because her overall mental and physical status was declining at home. The nursing home staff found her unresponsive on the night of (B)(6), with low flow alarms continuously for approximately 6 minutes. The pump was confirmed to be on the entire time. The pt was a dnr in the nursing home, so they did not attempt intubation and the pt expired.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.